Event description:
The customer reports she started shaking and had her daughter call 911. When the paramedics arrived they asked the daughter to take a bg reading with the adc meter which resulted in a reading of 136 mg/dl. Some 10 mins later a lab result of 33 mg/dl was obtained. The pt was diagnosed with severe hypoglycemia and treated with a glucose injection. When the adc meter and lab results are plotted on a parkes error grid the result fell in the "d" zone indicating clinical significance.

Manufacturer narrative:
A f/u report will be submitted if the product is returned for eval.